Event description:
This is the same event and same pt reported under MDR ID# 2939859-2001-00064 (mmc#2005795). Probable vascular event leading to persistent pain and canker sores inside lip. Event treated with motrin and vicodin (po) for pain, mylanta, and apthapol paste.